Event description:
On saturday, march 28, 1992 at approx. 12:50 pm a resident who was being transported from her bed to a chair via a hoyer lift fell to the floor from the lift and accompaying lifting sling. According to the reports by the nurse aides in attendance "the left shoulder chain of the lift gave way and patient fell out on left shoulder to the floor hitting floor on left side of shoulder and head". Patient was given emergency care by a registered nurse at the scene, an on-call physcian and family was notified and at 1:30 pm patient was transferred by ambulance to hospital. Patient was returned at 3:30 pm with following diagnosis: contusion/hematoma scalp;contusion/strain/sprain left shoulder and upper arm. On march 29, 1992 st paul homes received a call from the hospital emergency department that an x-ray revealed: ac seperation of left shoulderdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, invalid data. Invalid data - on device destroyed/disposed of status.